Event description:
It was reported that, "locking wire on poly insert seemed to be bent and would not fully engage locking tabs on the base plate. Swapped it out for another poly and that one locked in fine."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.